Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the reported thrombosis. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the thrombus requiring intervention. This event was captured based on literature review. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 3+. One clip was implanted, reducing mr to 1+. On (B)(6) 2018, echocardiography showed a large thrombus at the left ventricular apex. The patient was placed on anticoagulant therapy and after 8 weeks, the thrombus disappeared without any embolic events. Details are listed in the attached article, titled device thrombosis after percutaneous edge-to-edge mitral valve repair. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.